Event description:
A report was received that during the permanent implant procedure, the patient kept on oozing blood even after hemostasis was done on the surgical incision. The physician opted to abort the procedure and it took one and a half hour to stop the bleeding. The physician suspected that the combination of herbal supplements and excedrin that the patient had taken prior to the procedure caused temporary coagulopathy. The patient was doing well upon follow-up.